Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent that are cleared in the us. The pro code and 510 k number for the venovo venous stent are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Based on this review the products of this lot were found to have met the specification prior to shipment. Investigation summary: two x rays and one x ray video clip were provided. According to the customer, all images were recorded on (B)(6) 2026. Based on the images a third stent has been placed overlapping the distal ends of the two previously implanted stents. Irregular strut configuration can be confirmed in the area where all three stents overlap. A stent fracture or an obstruction of the lumen of any of the stents could not be confirmed. In this case limited information was available; however, there were no reported issues during the initial stent placement procedure, the lesion was predilated, and the stent was post dilated. Based on x-ray footage provided, no indication for a manufacturing related issue could be identified. Based on x ray images provided irregular strut configuration is confirmed. However, the alleged stent fracture or an obstruction of the lumen could not be confirmed. A definite root cause could not be determined based on information available. Labeling review: relevant labeling supplied with this product was reviewed. Potential complications and adverse events that may occur with an implanted venovo venous stent are referenced in the IFU, e.g., stent fracture, stent kinking/collapse, stent misplacement, stent occlusion/thrombosis, or surgical intervention. Directions for correct stent deployment procedure, including pre deployment procedure and post stent placement instructions were found addressed. B5, g3, h6 (device, method, result) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a 56-year-old male patient underwent a stent placement procedure for dvt in the left lower limb using the venovo venous stent. It was reported that the stent was placed from eiv to cfv with overlap via ipsilateral femoral vein access. On (B)(6) 2025, a clog was confirmed in the stent located in the eiv. On (B)(6) 2026, during a secondary intervention at the stent implantation site, a suspected stent fracture was observed. The current status of the patient is unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent that are cleared in the us. The pro code and 510 k number for the venovo venous stent are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient 56-year-old male patient underwent a stent placement procedure for dvt in the left lower limb. It was reported that the stent were placed venem12060 from eiv to cfv with overlap via ipsilateral femoral vein access. On (B)(6) 2025, a clog was confirmed in the stent located in the eiv. The patient condition is unknown.